Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the iliac vein. A 18x90/10fr wallstent endoprosthesis stent was selected to treat the lesion. However, it was noted that the stent had partially deployed. The device was unable to be constraint. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the outer was kinked in multiple locations along the length of the device and severely bunched 145mm proximal of the distal end of the outer extending 40mm proximally. This type of damage is consistent with the application of excessive force to the delivery system during use. The stent was partially deployed by 60mm. The investigator was unable to recapture or deploy the stent due to the kinks and bunching on the device. The stent was deployed manually by gripping the outer and pulling the tip distally. A visual examination identified no issues with the stent. No issues were noted with the holding sleeve or stent cup. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the iliac vein. A 18x90/10fr wallstent® endoprosthesis stent was selected to treat the lesion. However, it was noted that the stent had partially deployed. The device was unable to be constraint. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.